Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the backup battery count was used twice between on (B)(6) 2023 and on (B)(6) 2023. Log files were submitted for review. The cause of the backup battery use count increase on (B)(6) 2023 as that event had been overwritten with newer data in the log file. It was noted that the record showed the backup battery was used 8 times for 4 minutes as of (B)(6) 2023. Follow-up log files were submitted for review. The log file contained a few backup battery faults as well as showing backup battery usage count was increasing during power source changeovers. This indicated the system controller was losing external power and using the backup battery. It was noted that the record showed that backup battery was used 14 times for 10 minutes in total. The cause of the backup battery use was not identified, and the backup battery was exchanged on (B)(6) 2024. The new backup battery caused the same event and the backup battery use count increased rapidly and the backup battery was to be exchanged again. Since the number of use count continued to increase after the second backup battery exchange, the patient was switched back to their primary system controller backup battery to confirm reproducibility. After that, another backup battery fault was recorded, and a plan was made to replace the system controller. Follow-up log files were submitted for review. The log files continued to capture intermittent backup battery fault alarms between on (B)(6) 2024 and (B)(6) 2024. There were no other unusual events recorded in the log file event history and the mechanical circulatory support equipment was functioning as intended.

Event description:
The log file captured numerous low flow events between 19dec2023 and 21dec2023. These occurred at times when the pulsatility index (pi) was elevated. There did not appear to be any type of mechanical circulatory support (mcs) equipment issue that caused the low flow events. The log file contained low flow estimates as well as sustained low flow hazard events when the calculated pi was elevated. These flow readings did not appear to be the result of any external equipment malfunction. It was also noted that the patient had difficulty living at home due to weakness and muscle strength after surgery and was currently hospitalized and rehabilitated. The system controller was exchanged on (B)(6) 2024. The patient did not experience any particular adverse events or consequences from the system controller exchange and to date there was no reproducibility of the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was downloaded for review, and another was submitted for review. A review of the submitted log files showed overlapping events spanning approximately 6 days (24dec2023 ¿ 29dec2023, 16apr2024 per timestamp). Events captured on 16apr2024 took place in the labs at abbott. Backup battery fault alarms were intermittently active throughout the log file from 24dec2023 at 10:40:26 - 29dec2023 at 06:42:33. The alarms occurred whenever the white power cable was disconnected from power and cleared once the power cable was reconnected to power. The backup battery use count also increased when the white power cable was disconnected. This is consistent with an improper installation of the backup battery. The driveline was disconnected on (B)(6) 2024 at 10:48:23 and controller was shut down at 10:52:26 there were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller underwent preliminary and functional testing and passed. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller functioned as intended. While the reported event was unable to be reproduced during testing the event is consistent with the root cause of an improper connection of the backup battery. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.